Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube/ left fallopian tube blew apart") in an adult female patient who had essure (batch no. 50707096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("severe pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, hormone level abnormal, dyspareunia, migraine, headache and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, migraine, nausea and pelvic pain to be related to essure. The reporter commented: it was reported that essure inserted date was (B)(6) 2014. Date discrepancies - date of insertion (B)(6) 2013. Diagnostic results: on (B)(6) 2013, exploratory surgery where she was diagnosed with a perforation of the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube/ left fallopian tube blew apart") in an adult female patient who had essure (batch no. 50707096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("severe pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, hormone level abnormal, dyspareunia, migraine, headache and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, migraine, nausea and pelvic pain to be related to essure. The reporter commented: it was reported that essure inserted date was (B)(6) 2014. Date discrepancies - date of insertion (B)(6) 2013. Diagnostic results: on (B)(6) 2013, exploratory surgery where she was diagnosed with a perforation of the left fallopian tube. Most recent follow-up information incorporated above includes: on 21-may-2018: reporters added and updated patient demographics. Updated suspect drug indication and lot number added. Events hormonal changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain and did not undergo an essure confirmation test added. Updated events. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, exploratory surgery where she was diagnosed with a perforation of the left fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.